Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose (bg) level was 500 mg/dl with a trace of ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer replaced the pump supplies to resolve the issue.